Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894295 and gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause was unknown. Treatment was not reported. Six days later, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).